Manufacturer narrative:
4307- the master tool manipulator (mtm)2 was returned for failure analysis, and the reported failure (error 1) was able to be reproduced during calibration (via matlab). The following parts will be replaced as a fix: embedded serializer in master base (esmb) printed circuit assembly (pca), main wire harness. During evaluation, the opto button pads and the gimbal grip pads were found to be worn out and will be replaced. The rjp was found to be damaged and will be replaced. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
Isi has not received the mtml involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted thyroidectomy procedure, the system generated a non-recoverable error. The intuitive surgical, inc. (Isi) technical support engineer (tse) attempted troubleshooting with a system reboot; however, the issue persisted. At that time, the surgeon made the decision to abort the procedure post anesthesia and port placement. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to confirm the reported issue - powered the system and found the same error. Fse checked the logs and found that master tool manipulator left (mtml) was defective, so replaced the mtml and the issue was resolved. The system was tested and verified as ready for use. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeons' left hand (mtml) and one to the right (mtmr).